Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration of device, detachment of device component, and perforation of the ivc. This information was received from a single source. This malfunction involved a patient with no reported consequence. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the two reported malfunctions, one was reassessed for reportability and determined to be reported as a serious injury. It was reported under emdr 2020394-2019-03366. The other device has not been returned for evaluation; therefore, the investigation is inconclusive for migration of device, detachment of device component, and perforation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: two reported malfunctions were reassessed for reportability and determined to be reported as a serious injury and were reported under emdr 2020394-2019-03366 and 2020394-2020-06465. H10: the other device has not been returned for evaluation; therefore, the investigation is inconclusive for migration of device, detachment of device component, and perforation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration of device, detachment of device component, and perforation of the ivc. This information was received from a single source. This malfunction involved a patient with no reported consequence. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot numbers for the two malfunctions are unknown, therefore the manufacturing reviews could not be conducted. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for migration of device, detachment of device component, and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration of device, detachment of device component, and perforation of the ivc. This information was received from various sources. Both malfunctions involve patients with no reported consequence. The patients¿ age, weight, and sex were not reported.